Manufacturer narrative:
A complete lead, without a guidewire, was returned in one piece. The test guidewire could not be fully inserted into the lead due to damaged inner coil at the connector region. The cause of the damaged inner coil is consistent with procedural damage. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. The reported event of guidewire could not be inserted was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the left ventricular (lv) lead was found to be dislodged. During the revision procedure to address the dislodgement, the guidewire could not be inserted into the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.